Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. The returned fiber identified a break in the fiber cap/tip. Visual inspection of the fiber found that the fiber tip was detached from the body. It is likely that the procedural conditions of the device during use contributed to the fiber tip break. Laser fibers are consumable device and are expected to degrade with use. A fiber tip area could be damaged or kinked during the cutting of the fiber and likely fully broke when energy was applied. A device history record (DHR) review was completed and indicates that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. And also, hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available, a conclusion code assigned is cause traced to component failure which indicates that an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure, the fiber was gradually deteriorated. It was noted that the operator had to cut the end of the fiber twice. The procedure was completed with another of the same device. There were no patient complications. Analysis of the returned device identified that the fiber tip was detached from the fiber body.

Event description:
It was reported that during procedure, the fiber was gradually deteriorated. It was noted that the operator had to cut the end of the fiber twice. The procedure was completed with another of the same device. There were no patient complications. Analysis of the returned device identified that the fiber tip was detached from the fiber body.

Manufacturer narrative:
Block e1: initial reporter email added. Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. The returned fiber identified a break in the fiber cap/tip. Visual inspection of the fiber found that the fiber tip was detached from the body. It is likely that the procedural conditions of the device during use contributed to the fiber tip break. Laser fibers are consumable device and are expected to degrade with use. A fiber tip area could be damaged or kinked during the cutting of the fiber and likely fully broke when energy was applied. A device history record (DHR) review was completed and indicates that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. And also, hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available, a conclusion code assigned is cause traced to component failure which indicates that an expected or random component failure without any design or manufacturing issue.